Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between the inratio inr results in comparison to the poc inr result. The results are as follows: (B)(6) 2015: patient's inratio = 1.8 and 3.7. The patient then visited the training center and their poc inr = 2.6 and 2.4. Patient inratio = 3.2 done at the training center. Patient's therapeutic range is: 2-3. (Note: the inratio2 product 99008g1 is not available in the united states; however, this MDR filing is due to the a same or similar device being available in the united states.)

Manufacturer narrative:
It is indicated that the product was not returning for evaluation. Therefore, in-house retain testing was performed. Lot k373308 was found to meet expectations; the product performed as expected. A review of the manufacturing records for lot k373308 did not uncover any relevant non-conformances. The lot meets release specification. Root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.